Manufacturer narrative:
The device has not been returned for eval at this time and will not be available for eval. The post market surveillance department has requested medical records and investigations are pending. A supplement medwatch report will be submitted when medical records are received.

Event description:
A nurse reported that a pt was admitted due to an episode of peritonitis, without allegation of device malfunction. The nurse stated the source peritonitis was unk. The pt was assisted by a caregiver to complete peritoneal dialysis treatments. The pt was in the process of switching to hemodialysis therapy and was being placed in a long-term care facility upon hospital discharge. The pt's medical records were requested.